Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that their pharmacy mixed a chemo called jevtana in a bag and delivered it to the outpatient treatment center. Then the pharmacy received a call from the nurse who hung the bag, stating that it started to leak while connected to the patient. The leak was noted to be on the backside of the filter. The pharmacist stated there were two holes in the back of the filter which he believes are usually molded shut. It appeared that the holes were not molded and caused the leak. There was no harm.